Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were ejecting out of the device and were able to retrieve all of them. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): dropping or ejected clip, yielded jaw. Eval summary: the analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clip. It could not be determined what may have caused the damage to the jaws. It is known that the found condition of the jaws can lean to clips being split out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws are closed on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of the firing. A batch record review was performed and no anomalies were found during the mfg process.